Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having high blood glucose levels for two days and could not get it below 600 mg/dl. Customer stated that her doctor put her on levemir. Customer used the bolus wizard to get a suggestion of how much insulin to take for breakfast in the morning. Customer would then give herself a manual injection of levemir of that amount. Customer was not using the insulin pump. Customer noticed that her blood glucose level was going too low. Customer was trying to eat better portions. Customer stated that she treats herself during meals with humalog insulin based off the pump's bolus wizard. Customer discontinued using levemir and went back on the pump this morning. Customer declined troubleshooting because she was not on the pump during the time she had a low blood glucose level. Customer treated by drinking orange juice and with glucose tablets. Customer was referred to her health care provider to discuss treatment techniques. No further assistance needed.